Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for investigation. Cannula kink observed near marker band in middle of the cannula. No other abnormalities found. The cause of the low pump flow was cannula kink due to improper technique. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the impella implant, there were low pump flows. The flows went from 3.3 l/min to 0.0 l/min. Echo did not show a left ventricle thrombus and the patient was on heparin. The impella was explanted after percutaneous coronary intervention. There was no patient harm.